Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, they set the device and connected the cartridge as usual, confirmed no error indicator was illuminated. Then the surgeon clamped the tissue and pushed the green firing mode button, however could not fire the device. The procedure was completed with another device. The status of the patient is no problem.